Event description:
It was reported that the user experienced a post-meal hypoglycemic event with a blood glucose reading of 55 mg/dl after announcing "less than" meals to correct bg and requested an adjustment to the continuous glucose monitor (cgm) target. Education was provided on correct meal announcement protocol and hypoglycemia treatment using oral glucose. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting, with no alerts or alarms reported and no medical care or hospitalization required. Investigation included a user interview and troubleshooting focused on meal announcement practices and cgm target settings. Investigation of this case revealed user operation related to meal announcements as the likely contributing factor, with no device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcements was the most probable cause.